Event description:
Elective augmentation mammaplasty. Breasts noted to be even and symmetrical 4/18/01. C/o deformity right breast 5/8/01 that had been increasing over previous week or so. Right breast noticeably smaller with rippling of implant. Right implant replaced. At surgery droplets could be expressed from the valve foramen of the explanted implant. Replaced with like implant. Explanted implant returned to mentor per their instructions regarding preparation and packaging with the consent of the pt. Operative reports available.